Manufacturer narrative:
Consumer reported inadequate bone quality, bone quantity, also mobility concerns.

Event description:
Consumer reported inadequate bone quality, bone quantity, also mobility concerns.